Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon starts using the device in surgery; but when cutting around ligament the jaw of the device breaks falling into the cavity and producing bleeding tissue. The device didn't work properly, because it didn't coagulate and the tissue was bleeding. The surgeon had to open another device to control bleeding and complete the process.

Manufacturer narrative:
(B)(4). Additional information: batch # l91y2d. The device was returned with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the ¿tissue effect issues and hemostasis controllable¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.